Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that no message appears when scanning using the adc device. The customer was therefore unable to obtain sensor readings and experienced hypoglycemia, sweating, and a loss of consciousness. The customer was given a glycogen injection by a third-party for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated, and no physical damage is observed on sensor patch. The sensor was placed into the test fixture and an attempt to scan the sensor with the evaluation module (evm) and data extraction was unsuccessful. The sensor was further investigated and de-cased. Performed a visual inspection on the sensor's pcba (printed circuit board assembly) no issues were observed. The returned battery was measured to be within specification range. Replaced the returned sensor's application specific integrated circuit (asic) with a new unused asic. The sensor was able to reprogram and activate to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture; all results were within specification. Therefore, this issue is confirmed to faulty asic. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that no message appears when scanning using the adc device. The customer was therefore unable to obtain sensor readings and experienced hypoglycemia, sweating, and a loss of consciousness. The customer was given a glycogen injection by a third-party for treatment. There was no report of death or permanent injury associated with this event.